Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/12/2014 with the following findings: during investigation, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. Evidence of contamination was found under all key contacts. The keypad cover had been returned torn. The display screen was dim and discolored. Additionally, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with evidence of contamination, a display failure, and damage to the battery compartment. This report is made based on results of investigation completed on 03/12/2014. There was no adverse event associated with this complaint.